Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a minimal invasive stapled hemorrhoidopexy procedure, the device partially fired. After closing the stapler, the green indicator appeared and the device was fired. However, the yellow color component that holds the staple pin came out with open pin and staple pin came out without forming b shape formation ¿ the staple was misfired. A new device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open minimally invasive stapled hemorrhoidopexy procedure, the device partially fired. After closing the staple, the green indicator appears. However, the yellow color component that holds the staple pin came out with open pin and staple pin came out without forming b shape formation ¿ the staple was misfired. The space between the cartridge and the anvil was closed and the green bar was visible in the indicator window. The anvil could not be tilted after firing and the stapler sizers were not used. A new device was used to complete the procedure. There was no injury to the patient.